Manufacturer narrative:
Logs indicated that the drug being delivered was 500 mcg/ml lioresal at 140.59 mcg/day. Destructive analysis identified corrosion/wear/lubrication in the motor gear train, as well as a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and stroke. It was reported that the patient¿s clinical diagnosis and pertinent clinical history included spasticity. The baclofen pump was explanted. The date of the event was not reported. No further patient complications have been reported as a result of this event.